Manufacturer narrative:
The reported events for high pacing impedance, loss of capture, and unspecified break or damage were confirmed. A complete lead was returned in two pieces with a stylet stuck inside. All the inner coil filars and the stylet were fractured at the proximal region of the lead. The cause of the reported events was due to fracture of all the inner coil filars.

Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular lead showed high pacing impedance and loss of capture. The lead was explanted and replaced. During that procedure it was noted by visual inspection the lead had an unspecified break or damage. The patient was stable after the procedure.